Manufacturer narrative:
The insulin pump failed displacement test. An alarm was confirm in alarm history file and alarmed motor error during rewind due to motor encoder out of phase. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 236 mg/dl. The customer stated that when he was trying to set a bolus, there was a failure with the motor. The customer stated that the pump read motor position encoder error and goes through a bunch of numbers and it is not working. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.